Event description:
It was reported that the patient experienced a loss of therapeutic effect after being knocked down and stepped-on on (B)(6) 2013. The patient had turned the voltage up from 5.0v to 7.9v and still did not feel anything. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had no concerns with his device or therapy.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was unable to get the implantable neurostimulator (ins) to come "on and off". It was noted that the patient wasn't feeling anything even though "it" shows the ins is on.

Manufacturer narrative:
(B)(4).